Manufacturer narrative:
(B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The field service representative evaluated the device verified the reported event and determined that the device¿s air/o2 blender was out of calibration. The field service representative calibrated the air/o2 blender which resolved the reported issue. While testing the device the field service representative found that the device¿s exhaled volume (vte) readings were high and the device was auto-cycling. The field service representative determined that a malfunctioning gas delivery engine (gde) was the most likely cause of these issues. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and return it to service.

Event description:
The user facility biomed reported that the device is alarming "low fio2" & "high fio2". There was no report of patient involvement.